Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences between her sensor glucose values and blood glucose values. Customer stated that her sensor glucose value was 72 mg/dl while blood glucose value was 105 mg/dl at the time of the call. No further information was provided.